Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer a power source alert after plugging the pump into a power source which prevented the pump from charging, despite attempting to charge with multiple wall adapters. Subsequently, the pump shut down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.